Event description:
A vaxcel pasv mini port was being placed in 2005. During the procedure, the peelable sheath peeled for approx one centimeter before it broke. The physician needed to use a kelly's and scalpel in order to work with the sheath to complete the procedure. The procedure time was extended by forty-five mins.